Manufacturer narrative:
(B)(4)

Event description:
It was reported that the left ventricular lead exhibited elevated threshold. The lead was explanted and replaced. No patient symptoms were reported.

Manufacturer narrative:
(B)(4).

Event description:
New information reported that a loss of capture had been observed on (B)(6) 2015. It was determined that the lead had become dislodged.